Event description:
It was reported that the 9600 system c-arm will turn off when the interconnect cable is "wiggled." There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reseated pin in the interconnect cable. The system was tested and found to be working as intended and placed back into service.